Event description:
A user facility reported to olympus that the error "e200" occurred during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced and no problems were noted; an operational check found no problems when connecting and operating the device per the device instructions for use. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not possible to determine whether the phenomenon indicated occurred due to the failure of the device. Facility clv-s190 and our otv-s190 of supplies were combined to examine at low temperature, normal temperature, and high temperature, but the incidence of the phenomena could not be confirmed. It was recommended to prepare a repair request form for potentially failing parts as soon as possible. Replacement was proposed for the following: filter turret, mesh turret, main board, filter limit switch and mesh limit switch. Other inspection findings were as follows: high intensity mode does not work due to the faulty sensor of the output connector; lamp life meter is reading over 500 hours. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿code: e200 a79: error message: contact olympus for clv turret failure. Cause: the light source device is defective. Corrective action: immediately turn off the light source device, unplug the light source device from the medical outlet, disconnect the power cord from the power inlet of the light source device, and contact olympus.¿ olympus will continue to monitor field performance for this device.